Manufacturer narrative:
Batch review performed on 29 october 2019: lot 1903333: 153 items manufactured and released on 26-jun-2019. Expiration date: 2024-06-17. No anomalies found related to the problem. To date, 55 items of the same lot have been already sold without any similar reported event. Clinical evaluation: few weeks after cementless total hip arthroplasty, the patient reported pain due to a femoral fracture. During rehabilitation period, a sudden movement on a weakened bone due to normal femoral preparation may favour the occurrence of early fracture. There is no reason to suspect a faulty device.

Event description:
22 days after primary surgery the surgeon revised the patient hip for peri-prosthetic femur fracture. The surgeon replaced successfully the stem using a competitor device and fixed the fracture with wires.